Event description:
It was reported that the customer experienced a high blood glucose level of 561 mg/dl, with ketones, leading to hospitalization in the intensive care unit. Cause was unknown. The customer attempted to manage the issue by bolusing via the pump, however was treated with intravenous fluids of saline and insulin which resolved the issue without any permanent damage. The customer was released from the hospital on (B)(6) 2025.